Event description:
An end user alleges that the seat is tearing away from the frame. She stated this has happened about a month to a month and a half ago. She stated there was no injury. The end user is having the seat replaced.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx58fb, serial number/date (B)(4) is approximately 7 years old. The owner's manual part number 1110550, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.